Event description:
The customer reported that the insulin pump alarmed an error and no delivery alarms. The customer stated that she removed the battery to clear the alarms, but the device did not turn on. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm and frozen full segment display as a result of a faulty component on the interface board. Unable to perform the excessive no delivery test due to the frozen display.